Manufacturer narrative:
Evaluation begun, but conclusions have not been reached.

Event description:
During preparation for cardiopulmonary bypass, the heart lung console gas flow module did not calibrate successfully. Manual control of both gas flow and fio2 remained available. There were no adverse consequences to the patient as a result of this event.